Event description:
The service report shows the customer reported that the 840 ventilator was inoperative. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and the pressure solenoid valve. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).